Event description:
The device was removed as "both cylinders were in one corpora". The cylinders only were changed; leaving the pump and reservoir in place from the initial implant surgery. Additionally, it was stated, nothing was wrong with the device."